Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had moved and was tilted in the pocket which caused difficulty charging. The patient underwent surgery where the ipg was explanted and the pocket site was revised. A new ipg was placed in the newly revised pocket site. The patient's issue was resolved.